Event description:
It was reported that a patient underwent a sling procedure in 2009. Two days prior, the patient developed urinary retention, abdominal pain, and abdominal distension. The patient was advised by her family physician to go to the emergency room. The patient was catheterized, prescribed antibiotics, and discharged home. No further information was available.

Manufacturer narrative:
Date sent to the FDA: 03/31/2009. Abdominal distention occurred - urinary retention occurred - conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.